Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be missing, exposing all of the key contacts. During testing, all of the keypad buttons were intermittently unresponsive. The keypad was removed and there was evidence of contamination found under all of the key contacts and all contacts were inverted. The contrast contact was missing. The keypad flex was observed to be peeling up. Evaluation also revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of contamination found under all of the key contacts and all contacts were inverted. The contrast contact was missing and the keypad flex was observed to be peeling up. Evaluation also revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.